Manufacturer narrative:
Pc (B)(4). Batch # r9485g, r94a87. Device analysis: the analysis results of the b12lt found that the device was received with the duckbill out of position and present. In addition, the tyvek was returned along with the instrument. One potential cause for the damage found may be the snagging of an instrument during insertion. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch: r9485g. Mfg date: 09/01/2018. Exp date: 08/31/2023. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch: r94a87. Mfg date: 09/01/2018. Exp date: 08/31/2023.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the b12lt fell apart, the top became separate from the bottom and the rubber gasket fell out. There is no further information available about the event. There were no patient consequences reported.